Event description:
Customer reports that the pt tested 32mg/dl on the device and 78mg/dl on a lab from a sample obtained at the same time. An add'l comparison reported states the device read 36mg/dl while the lab taken at the same time read 82mg/dl. No action was reportedly taken based on these values. No adverse event reported and no treatment received. Pt was tested using expired strips at the time of testing. Quality controls were reportedly used, but due to strips being expired, their results can not be considered valid. Requested return of suspect device and replacement was sent.